Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen screen and also alarmed power error detected. The customer¿s blood glucose level was unknown. Customer was unable to clear the alarm. The customer was getting a response from the up and down arrows, but states that there is no option to click on the alert to clear it. Customer stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated that there was a response from a button. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a frozen screen, unable to perform the displacement test or self test due to completely frozen screen noted and moisture damage electronic assembly.